Event description:
Healthcare professional reported left side deflation of a silicone device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
An MRI was received confirming "intracapsular rupture".

Event description:
Device has been explanted and replaced

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Rupture: not observed, it cannot be seen according to the condition of the photograph. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side deflation of a silicone device. The device has been explanted.